Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the air/water cylinder, air/water tube and the connecting tube had foreign objects. . There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3,h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. There was no damage to the area where the foreign material was detected, and deviation from instruction for use (IFU) are unknown. However, a definitive root cause of the foreign material could not be determined. The event can be detected/prevented by following the instructions for use (IFU)which states: IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.